Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced cannula was retained in the abdominal insertion site event on (B)(6) 2026. Patient went to emergency room (ER) for evaluation and attempted removal of cannula, but it was unsuccessful and the site was subsequently sutured. The patient experienced localized pain. No further information available.